Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection, it was identified that a tube leakage occurred during run #44, which significantly impact both background and baseline levels of the analyzer, hinting a potential optical path obstruction and the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for 16 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay and analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that from the dates of (B)(6), 2021 run #(B)(6) generated an influenza a positive result for a patient¿s sample and runs #(B)(6) each of the runs generated influenza b positive results for 15 patients¿ samples. The customer reported that some patient samples were recollected, retested, using the initial collection, unknown if repeat tested on competitor eua platforms, the same cobas® liat® system (s/n (B)(4)) or a different cobas® liat® system. No patient details were made available, and no harm or injury was indicated. Patient sample was collected using nasopharyngeal collected in remel m4rt. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The results were not reported out to the patients and/or personnel treating the patients. Sixteen (16) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Added correction/removal report no. (B)(4).